Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed reboots. The battery compartment was cracked and the returned cap was unable to tighten to the pump; a power loss was observed. The battery cap had stripped threads. A test cap was then used and the pump was exercised for 24 hours with no power loss. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.